Manufacturer narrative:
The lead was not returned; however performance data from the device was received and analyzed. Analysis of the device memory indicated over-sensing due to non-physiologic signals/sic (sensing integrity counter). Additionally, there was an indication the impedance on the superior vena cava defibrillation coil was beyond the expected upper range.

Event description:
It was reported the lead displayed high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: evaluation codes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the patient developed an infection which was seen around the device after it was removed from the pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.